Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "4. Warning: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data: postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery."

Event description:
Healthcare professional reported patient was injected to the upper and lower lips with 1 syringe juvéderm volbella® xc, to the right and left cheek with 4 syringes of juvéderm voluma® xc, and to the marionette lines and nasolabial folds with 1 syringe of juvéderm® ultra plus. Approximately 2.5 months later, the patient developed ¿swelling of the face and nodules in the upper and lower lip¿ and in the ¿left lower face.¿ five days later, the patient was treated with prednisone, minocin and hylenex. Hylenex treatment was repeated the following day and again 3 days after that. The day after the third hylenex treatment, the patient was given biaxin and atarax. The patient was again treated with hylenex 2.5 weeks later. Healthcare professional considers the symptoms are ¿95%¿ resolved 2 months after symptom onset. This is the same event and the same patient reported under MDR ID #3005113652-2017-01136 (allergan complaint # (B)(4)) and MDR ID#3005113652-2017-01139 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm voluma® xc, also a device manufactured by allergan.